Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction d4 device identification: correction g6:type of report: follow up h2: additional information - correction h6: investigation conclusion ¿ additional information.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the am on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and passed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.